Manufacturer narrative:
No similar complaints have been recorded for gcfcxsbls, lot 20250904. DHR has been reviewed, no discrepancies noted.

Event description:
A nurse experienced temporary redness on the nose after wearing the mask with the blue side facing outward. The nurse had used this mask type before inside out without issues, reported no known allergies, no broken skin and required no medical treatment or follow-up.

Manufacturer narrative:
The device subject of the reported event was returned to crosstex for evaluation, no discrepanies were noted. No further action will be taken at this time.